Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. Following the non-occlusive hold, a sterile dressing was applied. The pt developed what was diagnosed as a hematoma. The pt was discharged, but returned to the emergency room two days later with groin/leg pain. Upon seeing the pt, the physician evaluated the groin and discovered that the pt had a pseudoaneurysm. The pt was taken to the lab and a thrombin injection was given to close the pseudoaneurysm. The pt was discharged later that evening and no further complications were reported.